Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The customer statesthe tumescent infiltration pump sporadically does not work properly, in sync with the foot pedal. This cannot be predicted or fixed.

Manufacturer narrative:
Investigation was performed on 26 aug 14 and findings included: aging of product component pump head, IFU dictates functional testing before use, no risks to patient in this case. The root cause was connection on pcb board. The investigation confirmed the reported complaint that the connection on the pcb board was which causing the pump impairment during use. Repair of the pump was performed.